Event description:
The caller stated that the outer cannula portion that attaches to the inner cannula broke off from the rest of the tube on an 8perc tracheostomy tube. They found this while doing a ventilator check, and found the pt experiencing respiratory distress. The tube was placed in the pt on (B) (6) 2010. The pt was recannulated on an unspecified date due to this issue. The caller stated the tubes are normally changed on a monthly basis. There is no lot number or expiration date available.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed.